Manufacturer narrative:
The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella.

Event description:
A 64-year-old male patient with a history of coronary artery disease and an ejection fraction of 25% was brought to the cardiovascular operating room for impella 5.5 insertion following a right-heart catheterization. Multiple attempts were made to advance the catheter; however, passage was unsuccessful due to challenging patient anatomy. As a result, impella support could not be established.